Event description:
The complainant expressed concerns with the design of the new style lift hook. He is concerned of the safety with the vests and also the potential for physical damage to the user of the lift.